Event description:
On 03/22/2023, it was reported by a distributor via (B)(4) that a (2) ar-3652tsp fibertak rc suture anchor pulled out of the implantation site. Both anchors were inserted through the guide, but they still pulled out. This was discovered during an rcr procedure on (B)(6) 2023. The case was completed with another anchor.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.